Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pcoip was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Two pcoips were returned to the manufacturer for analysis. Analysis found an electrical failure in both pcoips. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart lost communication when the system was being installed. The system displayed the pcoip splash screen and communication cycling. There was no patient present.